Event description:
It was reported that the pump exhibited a primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a chipped front corner to the top case. The tamper seal was broken. Review of the event history log (ehl) showed primary audible alarm post error. The device was powered on and the reported issue duplicated during start-up. It was determined that the cause was due to the speaker. As a result, the speaker was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.